Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by (B)(4), a patient was hospitalized with an infection after being implanted with a rickham ventriculostomy set, and the device was revised. The patient felt unwell and had developed a fever. When she began vomiting and developed a stiff neck, she was taken to the local emergency room. On an unreported date, the subject underwent implantation with a rickham (82-1625), ventriculostomy set (reservoir and catheter). The model number, lot number, catalog number, serial number, and UDI number were not reported. Two days later the rickham was explanted. The investigator assessed the event of device related infection as not related to treatment with (B)(4). The investigator assessed the event as related to the icv device. Additional information has been requested and, if received, the report will be updated.